Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg was flipping in the pocket. Surgical intervention was undertaken to investigate the issue. During the procedure it was found that the sutures had broken through the ipg so the ipg could not be re-sutured. The ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The reported event of ipg migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection revealed that the suture hole at the top of the header nearest the setscrews was torn all the way through. The other suture hole was slightly torn. The ipg was functionally tested and passed all testing.